Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years after insertion of essure, the patient experienced endometriosis ("endometriosis"), uterine cyst ("cysts on entire uterus") and ovarian cyst ("cysts on entire ovaries"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, uterine pain, pain in extremity, endometriosis, uterine cyst and ovarian cyst had not resolved. The reporter considered dyspareunia, endometriosis, ovarian cyst, pain in extremity, pelvic pain, uterine cyst and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years after insertion of essure, the patient experienced endometriosis ("endometriosis"), uterine cyst ("cysts on entire uterus") and ovarian cyst ("cysts on entire ovaries"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, uterine pain, pain in extremity, endometriosis, uterine cyst and ovarian cyst had not resolved. The reporter considered dyspareunia, endometriosis, ovarian cyst, pain in extremity, pelvic pain, uterine cyst and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "dyspareunia (painful sexual intercourse), uterus pain, legs pain, endometriosis, cysts on entire uterus, cysts on entire ovaries", lot number, reporter, lab test added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine prolapse ("uterine prolapse") and pelvic prolapse ("pelvic organ prolapse") in a 25-year-old female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced uterine prolapse (seriousness criterion medically significant) and pelvic prolapse (seriousness criterion medically significant). On (B)(6)2015, 6 years after insertion of essure, the patient experienced endometriosis ("endometriosis"), uterine cyst ("cysts on entire uterus") and ovarian cyst ("cysts on entire ovaries"). On (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and oophorectomy (left) and surgery to remove remaining r fallopian tube and ovary.), surgery for uterine/ pelvic prolapse. Essure was removed in 2010. At the time of the report, the pelvic pain, dyspareunia, uterine pain, pain in extremity, endometriosis, uterine cyst and ovarian cyst had not resolved and the uterine prolapse, pelvic prolapse and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, ovarian cyst, pain in extremity, pelvic pain, pelvic prolapse, uterine cyst, uterine pain and uterine prolapse to be related to essure. The reporter commented: date(s) of removal: (B)(6)2010- total hysteroctomy with left salpingectomy and oophorectomy. Partial removal of right fallopian tube. Removal details: the left tube and ovary were visibly normal. There was visualization of where the essure device was seen in the left fallopian tube and due to the patient on the left side and persistent pain in spite of adequate medication treatment the decision was made to proceed with left salpingooophorectomy. (B)(6)2010-unilateral (right) salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion ultrasound pelvis - on (B)(6)2010: negative concerning the injuries reported in this case, the following ones were described in patient¿s medical records :dysmenorrhoea, pelvic pain, ovarian cyst. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records were received. Added new reporters. Added events pelvic prolapse, dysmenorrhoea and uterine prolapse. Updated essure's removal date and removal details. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.